Event description:
It was reported pericardial effusion with tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram showed the laa was free of thrombus. The transseptal puncture was performed safely under echocardiogram control. A watchman access system (was) was positioned and a pigtail catheter was used to visualize the laa with contrast medium. A 24mm watchman laa closure device & delivery system was then advanced. The first deployment was too proximal, so a recapture was performed. A new position was obtained using the pigtail catheter. After the 2nd deployment, the closure device was again too proximal in the left atrium. The closure device was recaptured, and the system was brought into the right atrium because a pericardial effusion was observed. The patients blood pressure was also high and cardiac tamponade occurred. The laac procedure was aborted. The pericardial effusion was punctured and approximately 750ml of fluid was drained and a transfusion was performed. The patient was later transferred to heart surgery at another facility. The patient died the following day.